Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) emitted "tip vibration error" and heats up excessively during operation after 2-3 minutes. The handpiece was replaced and the break in the operation lasted as long as it took to replace the handpiece in the cusa excel console. There was no patient injury.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer information as valid. The transducer is faulty and has to be replaced. The feedback coil has no function (is interrupted) and the coil form has to be replaced. The cable is broken and has to be replaced. The nose cone is worn out and has to be replaced. The housing and o-rings need to be exchanged. The calibration, safety and the final test according to the manufacturer's specification must be performed. Root cause - the root cause is confirmed as tip vibration alarm per the cusa excel manual. Potential root cause explanation are as follows: tip loose due to incorrect assembly. Blocked tip. Damaged or cracked tip. Damaged handpiece. Handpiece heating up is due to powering up the handpiece when it is damaged. As a result, the handpiece was returned unrepaired and is no longer be allowed to use for medical purposes. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.